Event description:
Patient's sister reported pump arrived without programming- possible internal battery issue. No missed doses or adverse events reported. Replacement device sent. Serial number not provided.